Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the device¿s bag tore while being used in removal of the gallbladder. The incision extended due to the event issue but not extended more than one inch. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.